Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment was not confirmed as the device was returned with the knot tightly formed. As the returned device condition does not match the reported details, a conclusive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional neurological procedure. Reportedly, when the proglide plunger was removed, the suture broke from the needle inside the proglide device. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.